Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that the ins "works not perfectly" and that she has no idea of the ins is working. Caller also noted that there is a reduction in symptoms. Patient was redirected to follow up with their health care professional. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional details were obtained from the patient's spouse: caller stated the patient has not had the device checked since implant. Patient gets about 50% improvement but was hoping for more. No actions have been taken. It was explained that the device may need programming adjustment, and the national answering services phone number was provided. Patient doesn't have managing physician at new home in another state. No further complications were reported or anticipated.